Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital feeling unwell. It was noted that the patient received the implanted device due to syncope and it was noted that the patient had been in a car crash and now this right ventricular (rv) lead appeared dislodged which was confirmed on x-ray. The lead was repositioned several times and sensing was not optima and loss of capture was noted. Finally the lead was positioned in an optimal location. No additional adverse patient effects were reported.